Event description:
It was reported that the lead exhibited intermittent capture with outputs up to 5.0 volts. The patient is currently undergoing radiation therapy. The outputs will be programmed to above the best capture levels, and the ventricular capture management (vcm) will be programmed to monitor only. The lead remains in use, and the patient will continue to be evaluated on a weekly basis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.